Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, some malformed staples were noticed after the device was fired. The staple line was over-sewn to correct issue. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(4).

Event description:
It was reported that during a procedure, the device locked out after three blue cartridges were loaded. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Closure trigger top. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It was noted that the trigger opened 3/4 of the way in between firing strokes. The firing trigger had to be manually pushed open between each stroke. The device was disassembled to verify the condition of the internal components and it was found that the closing trigger top was damaged; however, the damage is not related to the reported incident. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.